Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip was completely broken off. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip was broken at the beginning of the procedure. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that no fragment fell inside of the patient. The instrument did not collide with any other instruments or other hard material during the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the harmonic insert was found with a broken blade. The blade broke at roughly 0.03" from the base. The broken piece was not returned. The size of the missing piece was approximately 0.067" x 0.545". Components adjacent to the broken blade showed damage which may indicate potential damage during use. The harmonic insert was found to have a broken clamp arm. The inner tube slots where the clamp arm hinges were broken off, causing the arm to dislodge. Components adjacent to the broken clamp arm show damage which may indicate potential damage during use. The curved blade was also broken. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.